Event description:
Patient was getting an arterial line placed. When the connector piece was attached, a crack occurred at the connection. This resulted in blood and fluids coming out of the crack. Art685, lot 2024022790. Manufacturer response for arterial line stopcock, arterial line stopcock (per site reporter). Ongoing issue.